Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthese reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent open reduction/internal fixation surgery for a femoral trochanteric fracture. When using the 0mm end cap, the end cap was stuck to the tfna nail in the middle and could not be turned any further to advance the end cap. The locking mechanism was confirmed to be functional, but insertion was impossible. The surgeon tried with a 5mm end cap, but it still did not insert. Finally, he tried again with a 0mm end cap, and managed to insert it successfully. The procedure was completed successfully with a 30-minute delay. The patient outcome was reported to be stable. This report involves one ti end cap for tfna 5mm extn - sterile. This is report 3 of 3 for (B)(4).